Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "pain, major nerve injuries, and [patient} now [has] physical limitations."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with internally deranged and disrupted disc, vertical instability, hypolordosis, and lateral neural irritation/stenosis and underwent the following procedures: planned first stage anterior lumbar fusion with allograft and bmp l3-4, l4-l5, l5-s1, anterior instrumentation with screw and plate l3-l4-l5-s1. Application of the cage times 2, l3-l4, l4-l5, l5-s1, right iliac crest bone graft, separate skin incision, spinal cord monitoring. As per op-notes,¿ the right iliac crest was approached through a separate skin incision. The fascia was incised and a cortical window made. Cancellous bone graft was harvested. The wound was irrigated and gelfoam soaked thrombin was placed. The fascia was closed with 0-vicryl sutures. Attention was turned to the spine where the appropriate cages were packed with autograft and tapped into position right and left side at l3-4, l4-5, and l5-s1. Autograft, allograft, and bmp was packed between and around the cages. The appropriate size plates were chosen and fashioned for the patient's anatomy. These were held with screws/locking mechanism at l3, 4, 5, and s1.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2004, the patient was pre-operatively diagnosed with internal disc disruption of lumbar spine, vertical instability, hy polordosis, lateral stenosis and underwent the following procedures: planned second stage posterior lumbar fusion with autograft l3-l4, l5-s1, posterior decompressive lumbar laminectomy, foraminotomy and neurolysis bilaterally and re-exploration bilateral s1-l5, l4-l3, posterior segment instrumentation of l3-l4, l5-s1, left iliac crest bone graft through a separate fascial incision, smith-peterson closing posterior osteotomy l3-l4, spinal cord monitoring. On (B)(6) 2004, the patient was discharged from the facility.

Manufacturer narrative:
Implant date: (B)(6) 2004 and/or (B)(6) 2004. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).